Event description:
The spike of the transfer set was separated from the spike-port of the uv twin bag during draining. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Spike was manually attached to the uv twin bag with no issues or leaks noted.

Manufacturer narrative:
(B)(4). Received one used set with no cap on spike and no cap on patient connector in reference to connection issue. Functionally hand tightened a lab ((B)(4)) titanium adapter without difficulty. Set was tested underwater at 8 psi with no leak noted. During visual inspection the spike appeared to be damaged (bent). The complaint could not be confirmed in the lab for connection issue.